Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure t-wave oversensing (twos) was noted on the right ventricular (rv) lead during impedance tests but at no other time. The lead was repositioned several times with the same result. The rv lead was implanted and remains in use. No patient complications have been reported as a result of this event.